Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the report of suspected clot in the outflow graft could not be conclusively established through this evaluation. The submitted system controller log file contains data from (B)(6) 2017 04:28:46 am through (B)(6) 2017 03:41:36 pm. One transient low flow hazard was captured, corresponding with the estimated flow decreasing to 2.4 lpm (below the low flow threshold of 2.5 lpm). Despite the transient low flow hazard, the pump operated as intended above the low speed limit throughout the duration of the log file. The patient remains ongoing on (B)(4) and no further issues have been reported at this time. Thrombus is listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a possible clot was seen in the outflow track via CT scan. The patient had a CT scan to evaluate fluid collection around the pump. The vad coordinator reported that there were no power elevations noted in the system controller's log file history. On (B)(6) 2017, the vad coordinator reported that the patient's lactate dehydrogenase (ldh) level was less than 200 u/l. It was reported that other than the possible clot seen on the CT scan, the patient has not had any other signs or symptoms. The patient was discharged home with weekly ldh outpatient follow-up and a repeat CT scan in 4 weeks. The patient was reportedly asymptomatic. No additional information was provided.